Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device did not go into threshold suspend. Customer had to call the ambulance multiple times. Customer mentioned the sensor was accurate. Customer's blood glucose was below 20 mg/dl. Customer will not be returning the device for analysis.